Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2021-01949, 3006705815-2021-01095. It was reported the patient experienced ineffective therapy with their scs system. In turn, surgical intervention may take place at a later date to address the issue.

Event description:
Additional information received indicated the patient underwent surgical intervention wherein the system was explanted and replaced to address the issue. Therapy was restored postoperatively.